Event description:
On (B)(6) 2013, it was reported that this patient was helped tremendously by vns but developed bradycardia episodes. A holter and event monitor showed rhythms. The mother believed this was more often when the patient lies on his left side. Attempts for additional information have been unsuccessful.